Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Mal position of the corail pinnacle. No anteversion on the corail. Pinnacle to much anteversion 50 degrees with impeachment. Doe: (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-ray evidence were reviewed. Based on the provided evidence, it cannot be observed a misposition of the cup. Neither a defect or malfunction can be established which could contribute to the reported event, therefore, the allegation is not confirmed. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-ray evidence were reviewed. Based on the provided evidence, it cannot be observed a misposition of the cup. Neither a defect or malfunction can be established which could contribute to the reported event, therefore, the allegation is not confirmed. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.